Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that controller won't stay on for patient when she's trying to use it. Patient stated that she felt return of pain. Patient services(pss) asked for clarification about the ins turning off by itself but caller didn't seem to know. Pss suggested patient consult with healthcare provider about return of pain symptoms. Patient has a doctor appointment scheduled on (B)(6) 2020. Patient has had to take the li battery out of the controller to reset it since two months ago. Caller stated rep was made aware of the system problem message 1 - intellis 2 3.0 3 0 4 on (B)(6) 2020. A replacement controller is sent to patient. No further complications were reported/anticipated. Additional information was received from a patient. It was reported that the checked following levels before retiring. On 3 occasions, indicators showed 6-8 levels at 60 - 80%. The patient awoke during the night with pain. The power was shown as "off". The patient continued to check levels each evening. Patient reported no resolutions, however the control unit was replaced (with an additional word: future??). No further complications were reported.